Manufacturer narrative:
Covidien reference (B)(4). The customer reported to have replaced the o2 sensor and the unit passed all testing and operates within the manufacturing specifications

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred.